Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on its distal shaft. Evaluation also revealed an ovalization on the distal fractured segment of the returned cat7. This indicates the cat7 likely became ovalized and pinned within the non-penumbra sheath. If the device is forcefully retracted against resistance due to being pinned, damage such as this may occur. Further evaluation of the device revealed kinks in the mid-shaft. This damage was likely incidental to the complaint. Evaluation of the returned non-penumbra sheath revealed an ovalization in its distal shaft. The root cause of this damage could not be determined. This ovalization likely contributed to the resistance and subsequent fracture of the subject cat7. During functional testing, a demonstration cat7 was unable to be advanced through the ovalization in the non-penumbra sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac and popliteal arteries using an indigo system aspiration catheter 7 (cat7), an indigo system separator 7 (sep7) and a non-penumbra sheath. It was reported that the patient had thrombosed stents from iliac all the way down through the popliteal with a steep bifurcation. During the procedure, the physician advanced the cat7 through the stents and made it halfway. While retracting the cat7 after applying aspiration and separation, the physician encountered resistance and noticed the distal tip of the cat7 to be broken off. It was also noticed under fluoroscopy that 20cm of the distal portion was left inside the sheath which was subsequently removed by pulling the sheath out. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.